Event description:
It was reported that the patient had issues charging their ipg. Follow up identified that the patient did not like to charge. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.